Event description:
The pt underwent revision surgery, during which both the lead and generator were replaced. The pulse generator was replaced prophylactically. Visual inspection and electrical testing of the concomitant device (pulse generator) did not reveal any anomalies that would adversely affect device performance. Approx half of the explanted lead assembly was returned for analysis in one piece. The electrode portion of the lead assembly was not returned. Visual inspection and electrical testing of the portion of the lead assembly that was returned did not reveal any discontinuities; however, the end of the negative coil wire was noted to be brownish in color due to pitting or electro-plating conditions, indicating the presence of a lead break in that area.

Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Based on known device settings, generator battery end of life is not a likely cause of the lead impedance test result. It was reported that the pt experienced a fall approx two months prior, possibly causing damage to the vns therapy system. The pt reports that he has not felt device stimulation for approx one month. Review of x-rays by MFR did not reveal any obvious discontinuties in the vns therapy system; however, a portion of the lead was behind the generator and could not be visualized. Revision surgery is planned and the pt's device has been programmed to off pending the outcome of his surgical consult. No adverse event was reported in conjunction with the high lead impedance condition.